Event description:
The device was returned to zoll medical for recertification; during incoming functional testing, the device displayed a "defib fault 85" message. There was no pt involvement in the reported malfunction.